Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a cystoscopy procedure. According to the complainant, during the procedure, the balloon failed to inflate or deflate and leaked. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "patient not compromised".

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a cystoscopy procedure. According to the complainant, during the procedure, the balloon failed to inflate or deflate and leaked. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "patient not compromised".

Manufacturer narrative:
Visual and tactile examination revealed no damage to the shaft of the device. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon observed a pinhole located 2mm proximal to the proximal edge of the distal markerband. A vacuum was pulled and the balloon deflated within its recommended deflation time.